Manufacturer narrative:
(B)(4).

Event description:
It is reported that: an attempt is made to insert a PICC caterer, the tip of the dilator breaks, an attempt is made to insert another catheter which only advances 20 cm, the procedure is suspended and they decide to insert a cvc. There is no reported patient harm or consequence. Associated complaints 9680794-2024-00174.

Event description:
It is reported that: an attempt is made to insert a PICC caterer, the tip of the dilator breaks, an attempt is made to insert another catheter which only advances 20 cm, the procedure is suspended and they decide to insert a cvc. There is no reported patient harm or consequence. Associated complaints 9680794-2024-00174 and 9680794-2024-00175.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.